Event description:
An orsiro drug-eluting stent system was selected for treatment of a restenosis in a saphenous vein bypass. The orsiro was advanced to the target lesion and inflated with np 8 atm, but no stent was visible in the angiographic images. The stent was dislodged from the balloon. The stent was not found in patients body. Another orsiro was used to complete the intervention.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the balloon has been inflated and was returned in fully deflated state. Microscopic analysis showed stent imprints on the exposed balloon surface, indicating that the stent was initially crimped in between the two radiopaque markers. The stent was not returned for analysis. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined.